Event description:
Asr revision, asr xl acetabular system (indicated by product codes) - right hip, reason(s) for revision: unk. Update - updated surgery date taken from claimsuite dated (B)(6) 2013.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision asr xl acetabular system (indicated by product codes) - right hip reason(s) for revision: unknown update - updated surgery date taken from claimsuite dated 9th december 2013. Update received: 25th february 2014 - filled mapped to mw fields, added products: stem and taper sleeve, added reason(s) for revision: component loosening, pain, noise, severe metallosis with trochanteric fluid collection, acetabular osteolytic lesions, and elevated blood metal ion concentration co 190 / cr 62.3, added hospitals: (B)(6), added surgeon's names: dr (B)(6), amended implant date: (B)(6) 2008 and amended revision date: (B)(6) 2013. Update received 6th march 2014 - advised which component became loose - cup and closed re-quest 2 for information action activity.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.